Event description:
Caller reported multiple intermittent occlusion alarms. There was no adverse impact to the customer¿s blood glucose level. To resolve the issue, the customer changed the infusion set and cartridge, resumed insulin delivery, and was instructed by cts to perform several tasks, including disconnecting from the site and delivering a bolus, which completed successfully. However, a one-time replacement pump was sent and the customer reverted to a back-up insulin pump.